Manufacturer narrative:
Follow-up # 1 09/21/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the patient experienced elevated blood glucose levels and was taken to the ER on (B)(6) 2011. The patient was released on (B)(6) 2011 on injections. The patient's mother indicated that the patient's blood glucose was last in range on (B)(6) 2011. A review of the pump history indicated that the patient had not bloused on (B)(6) 2011 and (B)(6) 2011. The patient's mother also reported a bent cannula and moisture at the infusion site. The patient's mother states that the patient often jumps away during insertion of set and sometimes it is difficult to insert the infusion set. It was reported that there is scar tissue as well as lumps at the infusion sites. This is being reported due to the patient experiencing elevated blood glucose levels related to use error.

Manufacturer narrative:
It was reported that the patient did not bolus for two days prior to the event. It was reported the insertion sites being used had scar tissue and lumps. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).